Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 17.1-17.4cm, 20.2-20.5cm, and 20.5-20.6cm from the distal tip, consistent with lead friction to another device or feature of patient anatomy. Externalized conductors due to internal insulation abrasion were noted at 10.8-13.5cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change out due to normal eri, externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and replaced.